Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a patient with normal pressure hydrocephalus, underwent to v-p shunt in (B)(6) 2018. In (B)(6) 2018 the patient needs to replace the valve due to a failure. On (B)(6) 2019 the patient complained of progressive clinical deterioration. Therefore, verified a new failure of the vale, it has been replaced.

Manufacturer narrative:
DHR - review of the history device records for the valve, product code 82-3164 with lot 171588 showed an nr-report when released to stock on the 19th january 2018. The nr report issue had no link to this complaint. Failure analysis:the valve passed all tests. No root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer.

Manufacturer narrative:
UDI: (B)(4). DHR - review of the history device records for the valve, product code 82-3164 with lot 171588 showed an nr-report when released to stock on the (B)(6) 2018. The nr report issue had no link to this complaint. It was not possible to investigate the complaint and root cause could not be determined as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success.